Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
It was reported on (B)(6) 2018 this lv lead would not capture. The lead was successfully repositioned due to dislodgement on (B)(6) 2018. The lead remains actively implanted.